Event description:
As reported by a field clinical specialist (fcs), approximately 7 years post implant of a 23mm sapien xt valve in mitral position, a valve-in-valve procedure was performed due to regurgitation. A 23mm sapien 3 ultra valve was implanted.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The device was not returned for evaluation. The complaint for valve stenosis was confirmed based on the medical report. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. Additional assessment of the failure mode is not required at this time. A complaint history review on confirmed device complaints (returned and no product returned) from may 2021 to april 2022 for the sapien xt thv (all models and sizes) revealed additional similar complaints for stenosis. The complaints were confirmed, but no manufacturing non-conformities that would have contributed to the reported events were identified. Available information suggested that patient factors may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since a product non-conformance could not be confirmed and no IFU/training manual deficiency was identified, escalation to a product risk assessment is not required. Since no edwards defect could be confirmed, no corrective/preventative actions are required. During the manufacturing process, all sapien xt valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. As reported, "approximately 7 years post implant of a 23mm sapien xt valve in mitral position, a valve-in-valve procedure was performed due to severe mitral stenosis. A 23mm sapien 3 ultra valve was implanted". Additionally, it was noted that patient had history of chronic kidney disease per medical record. It is well known that patient with pre-existing co-morbidities (ckd) may be predisposed to bioprosthetic calcification. Furthermore, tissue calcification can cause leaflet thickening thereby causing stenosis. As such, available information suggests that patient factors (ckd) may have contributed to the complaint event.

Event description:
As reported by a field clinical specialist (fcs), approximately 7 years post implant of a 23mm sapien xt valve in mitral position, a valve-in-valve procedure was performed due to severe mitral stenosis. A 23mm sapien 3 ultra valve was implanted. After reviewing the medical records provided, the patient required a valve-in-valve-in-valve (viviv) approximately 7 years after the 23mm xt valve was implanted in the surgical valve. A right heart cath on (B)(6) 2022 diagnosed the patient as having severe mitral stenosis, which caused the patient to have worsening shortness of breath, which resulted in the viviv on 04/02/2022. The patient had a viviv (23mm s3u in a thv in surgical valve) on 04/02/2022 in the mitral position. The implant was a success with no documented pvl. The patient was discharged on pod 2.